Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label lift occurred during use with bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg. The following information was provided by the initial reporter, "the labels they stick to on the outside are not properly attached and may fall off when stored. 10 occurrences were reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/13/2020. H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. Evaluation/testing of the customer samples was performed and label lift was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that label lift occurred during use with bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0 mg. The following information was provided by the initial reporter, "the labels they stick to on the outside are not properly attached and may fall off when stored. 10 occurrences were reported.